Event description:
Surgeon was using the valvulotome on a fem-pop bypass. She noted that the number 2 blade was not pointing in the right direction. She withced to the number 3 blade, which was correct and utilized it. \ manufacturer response for valvulotome, eze-sit valvulotome (per site reporter). Surgeon spoke to rep about issue, rep came to facility to view product.